Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf assure console; model 200x gave a false positive detection, the device gave an alarm indicating a retained sponge but nothing was left in the patient. The patient was scanned with another rf assure console 200x device and a clear result was achieved. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.